Manufacturer narrative:
(B)(4). The customer returned one guide wire which showed evidence of use and was unraveled from the distal end. No other components from the kit were returned. Visual examination revealed the guide wire is unraveled from the distal weld and the distal end of the core wire is exposed. The distal j-bend of the core wire is exposed and kinked but intact and retains j shape. The distal tip of the core wire where it was broken is slightly tapered. The guide wire has several kinks along the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. The kinks in the guide wire body were located at 2.9, 6.9, 31.3, and 57.5cm from the proximal tip. The guide wire met all dimensional requirements. No pieces were missing. A manual tug test confirmed the proximal weld was intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the wire frayed upon removal. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the wire frayed upon removal. No patient injury or consequence.